Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was intermittent. The root cause of the intermittent response button cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
Response buttons did activate but it took a few times.